Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the device was not showing existing patients orders. A technical support specialist (tss) had dialed into the station and informed the customer that non-profile orders might not display if the station was set to profile mode. The sample patient provided was reviewed and found to have been discharged approximately 15+ hours after admission. Later in the day, the customer realized the station was non-profiled, adjusted the setting, and confirmed that pyxis was working properly. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es not showing existing patients orders. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.